Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg had reached the end of its service. An abbott representative met with the patient and confirmed with the clinician programmer (cp) as the system displayed "replace generator, the generator has reached the end of its service" message. Surgical intervention would be necessary to replace the patient's scs ipg.

Event description:
The patient had his ipg explanted and replaced (B)(6) 2020. The patient had been using the tonic therapy for relief. Once the ipg was replaced all impedances were within normal limits. The patient was programmed post op. No product will return per facility policy. Patient weight 280 lbs.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.